Manufacturer narrative:
(B)(4). Product event summary: four batteries (B)(4) and a controller ac (cac) adapter (B)(4) were returned for evaluation. The controller (B)(4) was not returned for evaluation. As a result, the reported loose controller power ports could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of loose power port connectors may be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Review of the autologs report revealed one (1) controller power up and associated motor start event was logged on (B)(6) 2017. Loss of power to the controller will result in a continuous audible alarm with a blank controller display. As a result, the reported ¿continuous alarm and blank controller display¿ were confirmed. The power sources connected prior to and after these events as well as the duration of the loss of power are unknown since raw log files were not available for analysis. No alarms were recorded within the last 14 days of available data leading up to (B)(6) 2017. As a result, the reported power disconnect alarms could not be confirmed. Failure analysis revealed that the returned batteries passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience a power disconnect alarm and were able to adequately provide power to a test controller. Failure analysis of the cac adapter revealed that the device passed visual inspection. During functional testing, the adapter did not provide dc output voltage at the connector¿s pin. Supplemental testing further revealed that the positive wire (+ line) was open at the cable connector strain relief. As a result, the cac adapter could not provide power to a test controller, which could have potentially caused the reported power disconnect alarms heard by the patient. A possible root cause of the loss of power can be attributed to a disconnection of both power sources, intermittent connection of one or both power sources, and/or power source not providing power. An internal investigation was initiated to capture events involving the controller losing power. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller had loose power ports. Log files noted a pump stop and loss of power. The controller, batteries, and controller ac adapter (cac) adapter were exchanged.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching and power disconnects with both the controller and the batteries. Four batteries, one controller ac adapter and one controller were not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Controller log files were not available for analysis. Failure analysis of the device's was not performed since the unit's were not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events with alleged power disconnects are most often attributed to communication errors, momentary disconnections and/or battery malfunctions. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The cac adapter has cables that connect to the controller and into an electrical outlet. The instructions for use (IFU) and patient manual instruct the user that a green indicator light on the adapter will indicate proper connection. The IFU and patient manual also explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient complained about a continuous audible alarm with a blank display while changing a battery with ac adapter connected to the other side of the controller. Also, the patient stated that they have experienced power disconnect alarms while connected to two batteries and a battery and ac adapter.